Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint on 14-dec-2022. The photos underwent review by the product analysis lab and is documented below. Summary of photo review: review of the provided photographs shows evidence of damage and deformation on the embotrap device. The distal coil appears to be stretched and deformed. The outer cage and inner channel of the embotrap device appear to be constrained and permanently deformed as a result of an entanglement in body segment 1 of the outer cage. The cause of the damage to the distal coil, and entanglement of the outer cage and inner channel of the device cannot be determined from the provided photographs. There is no evidence of significant damage or deformation present on the remainder of the device visible in the provided photographs. The complaint event describes that the device could not be re-sheathed following the first pass. The provided photographs indicate that during this first pass the device became damaged resulting in the appearance visible in the provided photographs. The complaint event of not being able to re-sheath the device cannot be confirmed from the provided photographs; however, the damage present on the device could result in changes to the loading profile of the device as it is collapsed during re-sheathing, resulting in the device not re-sheathing while this damage is present. A review of the manufacturing documentation associated with this lot (22b189av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection conclusion: the review of the provided photographs confirms damage and deformation present on the embotrap device. The complaint event of not being able to re-sheath the device following the first pass could not be confirmed from the provided photographs. The damage and deformation present could result in changes to the loading profile of the device as it is collapsed during re-sheathing and could result in it not being possible to re-sheath the device. The root cause of the damage present on the device could not be determined from the provided photographs. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 16-nov-2022. [Additional information]: on 16-nov-2022, additional information was received. The information indicated that the trak microcatheter was used with the replacement embotrap iii device to make the second and third pass. Information related to the patient¿s pre- and post-procedure tici score could not be obtained. There was no resistance reported during the advancement of the complaint embotrap iii device; no deployment difficulty reported during the first pass made with the complaint embotrap iii device. Detailed information related to the reported damage on the embotrap iii device could not be obtained. The complaint device was not subjected to excessive force at any time during the procedure. Information related to the brand and size of the guide catheter could not be obtained. There was no damage observed on the guide catheter nor on the trak microcatheter. The information confirmed there was no adverse event outcome to the patient. E.1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab 12-dec-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a tandem procedure at the internal carotid (ic) and m1 segment via the seamless technique, a 6.5mm x 45mm embotrap iii revascularization device (et309645 / 22b189av) was used with the trak microcatheter (stryker). After the first pass, the thrombus was removed. For the second pass, the outer sheath was attempted to be inserted into the embotrap iii, but the embotrap iii device was damaged and re-sheathing was not possible. Another embotrap iii, a 5mm x 37mm embotrap iii revascularization device was used to make the second and third pass. After three passes, the treatment in cerebral infarction (tici) score of 3 was obtained and the procedure was completed. It was reported that during re-sheathing, the complaint embotrap iii device was removed from the distal microcatheter; it was unclear when the complaint device became damaged. There was no negative patient impact reported. On 16-nov-2022, additional information was received. The information indicated that the trak microcatheter was used with the replacement embotrap iii device to make the second and third pass. Information related to the patient¿s pre- and post-procedure tici score could not be obtained. There was no resistance reported during the advancement of the complaint embotrap iii device; no deployment difficulty reported during the first pass made with the complaint embotrap iii device. Detailed information related to the reported damage on the embotrap iii device could not be obtained. The complaint device was not subjected to excessive force at any time during the procedure. Information related to the brand and size of the guide catheter could not be obtained. There was no damage observed on the guide catheter nor on the trak microcatheter. The information confirmed there was no adverse event outcome to the patient. Preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint on 14-dec-2022. The photos underwent review by the product analysis lab and is documented below. Summary of photo review: review of the provided photographs shows evidence of damage and deformation on the embotrap device. The distal coil appears to be stretched and deformed. The outer cage and inner channel of the embotrap device appear to be constrained and permanently deformed as a result of an entanglement in body segment 1 of the outer cage. The cause of the damage to the distal coil, and entanglement of the outer cage and inner channel of the device cannot be determined from the provided photographs. There is no evidence of significant damage or deformation present on the remainder of the device visible in the provided photographs. The complaint event describes that the device could not be re-sheathed following the first pass. The provided photographs indicate that during this first pass the device became damaged resulting in the appearance visible in the provided photographs. The complaint event of not being able to re-sheath the device cannot be confirmed from the provided photographs; however, the damage present on the device could result in changes to the loading profile of the device as it is collapsed during re-sheathing, resulting in the device not re-sheathing while this damage is present. Conclusion: the review of the provided photographs confirms damage and deformation present on the embotrap device. The complaint event of not being able to re-sheath the device following the first pass could not be confirmed from the provided photographs. The damage and deformation present could result in changes to the loading profile of the device as it is collapsed during re-sheathing and could result in it not being possible to re-sheath the device. The root cause of the damage present on the device could not be determined from the provided photographs. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: the initial examination of the returned embotrap device identified evidence of damage on the outer cage and inner channel of the device. An entanglement at body section 1 was evident. Additionally, the floating crowns of the outer cage are interlocked and misaligned as a result of this entanglement. The floating crowns were found to be free to move following gentle manipulation but remain in their current interlocked state as a result of the constraint applied by the entanglement of the device. Attempts to release the struts within the tight entanglement were unsuccessful through gentle manipulation. The entanglement present on the returned device prevented the returned device being successfully passed (beyond the entanglement) through a 0.0195-inch inner diameter (ID) tube. Damage and deformation were also observed on the distal coil of the returned device, in the form of stretching of the proximal section of the coil and deformation of the distal tip of the coil. No further damage or deformation of the device was observed. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The polytetrafluoroethylene (ptfe) insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. The damage present on the returned device appears to be the result of torquing of the device. Attempts to recreate this damage were made by constraining the device at various locations on the device and applying a torque to the device. Torquing the shaft of the device with the device constrained (both at the distal section and immediately distal of body section 1) resulted in damage to the proximal struts of the device. Recreation of this damage was achieved by constraining a sample embotrap device immediately proximal and distal of body section 1, leaving body section 1 unconstrained. Following 5 rotations of the clamp constraining the proximal section of the device, damage similar to that observed on the returned device was recreated. This indicates that the damage observed on the returned device is a result of a torque being applied directly to body section 1 of the returned device. A review of the manufacturing documentation associated with this lot (22b189av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection investigation conclusion: the returned embotrap device shows evidence of damage on the distal tip of the device and an entanglement within body section 1 (immediately adjacent to the proximal section) of the outer cage and inner channel. Visual inspection of the device indicated no further damage or deformation on the device. Deformation similar to that observed on the returned device was recreated through torquing of body section 1 of the device. The warnings & precautions section of cs162 embotrap iii IFU states ¿do not torque or rotate the device¿. Based on the assessment carried out as part of this investigation, a probable root cause of the damage present on the returned device is the result of torquing of the device. This damage prevented the returned device passing through a 0.0195-inch ID tube, confirming what was reported in the complaint event description where re-sheathing of the complaint device was described as impossible. The complaint event occurred following the first pass of the device, where it would have passed through the insertion tool and been delivered through a trak21 microcatheter, indicating that this damage was not present on the device prior to use in that first pass. It was reported that there was no resistance felt, deployment difficulty or excessive force applied when using the complaint embotrap device. The action which resulted in a torque being applied to the device cannot be determined. It is possible that this may have happened during use on the first pass, or during handling of the device following the first pass (removal of thrombus material and preparation of the device prior to second pass), but this cannot be confirmed from the information provided in the complaint event description. There is no indication that this complaint was as a result of a defect with the embotrap device. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. Initial reporter address line 1: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (22b189av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a tandem procedure at the internal carotid (ic) and m1 segment via the seamless technique, a 6.5mm x 45mm embotrap iii revascularization device (et309645 / 22b189av) was used with the trak microcatheter (stryker). After the first pass, the thrombus was removed. For the second pass, the outer sheath was attempted to be inserted into the embotrap iii, but the embotrap iii device was damaged and re-sheathing was not possible. Another embotrap iii, a 5mm x 37mm embotrap iii revascularization device was used to make the second and third pass. After three passes, the treatment in cerebral infarction (tici) score of 3 was obtained and the procedure was completed. It was reported that during re-sheathing, the complaint embotrap iii device was removed from the distal microcatheter; it was unclear when the complaint device became damaged. There was no negative patient impact reported.